Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. It is unknown whether the device had met relevant specification. A potential root cause for this failure mode could be thin rubberize wall (example: causing collapse/ pinched inflation lumen under the balloon). The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was unable to deflate. The balloon was inflated with 20cc, and when the nurse deflated the balloon with 10cc, unable to remove the catheter due to resistance. The nurse inserted solution back into the balloon and tried multiple times to deflate the balloon without success. 30cc slip tip syringe was tried. The catheter balloon port looked like it was clasping. The balloon port was then cut above the valve with no success and a urologist was consulted. The urologist stated that multiple attempts were made to deflate the balloon. Able to insert the catheter to the hub, however, still unable to deflate the balloon. Attempted to deflate the balloon with straight tip sensor wire with some success, however not all 20cc appeared to drain out. The urologist also assisted with attempting to deflate the catheter balloon, straight tip guide wire utilized, and small amount of fluid noted from inflation port. The catheter was still draining yellow urine well. The patient will be monitored for several more hours and if unable to deflate will planned for operation room. Urologist will continue to follow along closely and wire still in place.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was unable to deflate. The balloon was inflated with 20cc, and when the nurse deflated the balloon with 10cc, unable to remove the catheter due to resistance. The nurse inserted solution back into the balloon and tried multiple times to deflate the balloon without success. 30cc slip tip syringe was tried. The catheter balloon port looked like it was clasping. The balloon port was then cut above the valve with no success and a urologist was consulted. The urologist stated that multiple attempts were made to deflate the balloon. Able to insert the catheter to the hub, however, still unable to deflate the balloon. Attempted to deflate the balloon with straight tip sensor wire with some success, however not all 20cc appeared to drain out. The urologist also assisted with attempting to deflate the catheter balloon, straight tip guide wire utilized, and small amount of fluid noted from inflation port. The catheter was still draining yellow urine well. The patient will be monitored for several more hours and if unable to deflate will planned for operation room. Urologist will continue to follow along closely and wire still in place.